Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the pump supplies to address the issue. Customer occasionally loads cold insulin. Tandem technical support educated customer on loading room temperature insulin. No issues were identified with the cartridge or infusion set. Customer's blood glucose level ranged from 115-116 mg/dl.